Event description:
Pt was taken to the cath lab for ivc filter placement. Using cook micropuncture kit to access cfv, met some resistance so wire pulled back along the needle. Despite removal in concert, the entire end of the wire unraveled and broke. Attempted to remove piece of broken wire but unable. Completed procedure uneventfully. Pt was scheduled to go to the or after filter placement, so performed a right groin incision to remove wire from cfv under direct visualization. Post-op film still showed some retained wire, so CT obtained which showed a piece in the wall of the gsv junction. The following day during scheduled washout of fasciotomies, opened right groin incision and dissected out the cfv and gsv junction to find piece of wire on the posterior-medial surface. Able to remove without ligation of the gsv. New film to document no wire frags left behind. Original wire was kept and the cath lab filed a msd report.